Event description:
It was reported that during an unknown procedure, the handport tore after surgeon put his hand in, it did not rip around disc, it ripped vertically. No further information is available. No patient consequences known.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.